Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The carrier board was replaced. No report of patient involvement. Unique identifier ¿ (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during preoperative testing, the unit had a system failure. There was no report of patient involvement.